Manufacturer narrative:
The insulin pump had moisture on keypad traces. No button error alarm noted. All buttons functioned properly. The insulin pump had a scratched reservoir tube window, cracked reservoir tube lip, cracked reservoir tube lip, cracked case on display window corner and cracked lcd window.

Event description:
The customer's mother reported via phone call that the customer had a keypad anomaly. The mother stated the buttons were not responding and a button error alarm occurred after the battery was replaced. Customer's blood glucose was 210 mg/dl. The mother could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.